Event description:
Pt had initial breast implantation in 1963. These implants were replaced in 1978 with silicone gel filled breast implants (dow corning). She had several closed capsulotomies due to capsular contractures. Severe pain continued capsular contracture necessitate removal.